Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze for a wearable with the serial number (B)(6). Data was provided for investigation. Confirmation of the complaint was confirmed via data for a wearable with the serial number (B)(6). The probable cause could not be determined via data. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze for a wearable with the serial number (B)(6). Data was provided for investigation. Confirmation of the complaint was confirmed via data for a wearable with the serial number (B)(6). The probable cause could not be determined via data. No injury or medical intervention was reported.